Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The humidifier was returned to the manufacturer¿s product investigation laboratory for evaluation. The manufacturer found evidence of contamination in the water tank, bottom enclosure of the humidifier as well as on the dry box seal and on the flip lid seal. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.

Manufacturer narrative:
Humidifier, dsxhcp, (B)(4).